Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended with the stylet in the lead . Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the is-1 terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Fracture of inner coil near is-1 terminal pin.

Event description:
Boston scientific received information that during the implant it was not possible to retract the helix of this right ventricular (rv) lead. The lead was not used and was returned. No adverse patient effects were reported.